Manufacturer narrative:
The complaint is currently under investigation.

Event description:
Draeger medical systems, inc. Has received information from a customer that when editing ECG with our infinity megacare software application, the correct text is not always shown on the print out. There is a difference from what is displayed on the screen to what is printed out. There are different faults that occur, however, the new signature/headline printed together with the old text is a serious variant. This intermittent fault has occurred during the last 18 months and the last occurrence was in 2007. The customer is concerned that an incorrect interpretation may occur, but has reported that there is no known case of this occurring. All wrong printouts have been discovered, and the staff carefully controls the printouts by examining every printout. No patient injury was reported.